Event description:
This is a case report received by baxter (B)(4) on (B)(6) 2010 from (B)(6) indicating on (B)(6) 2010 an aqualine set was involved in a breakage at the connection point during patient use. The (B)(6) female patient was attached to the aquarius device. During changing of the bags (unknown product) the aqualine set broke at the connection point with the bag at the tip insertion. No patient injury/harm was reported. A substitute connector was used. The patient is waiting for a transplant (unknown) and increased risk of infection was a concern. No sample is available. Non baxter solutions confirmed as multibic with potassium chloride added.

Manufacturer narrative:
(B)(4). As the actual sample was not available, a root cause could not be identified. The supplier reviewed the device history file of the involved lot but didn?t find anything anomalous that could explain the reported condition.

Manufacturer narrative:
(B)(4). Samples are available for return for evaluation. Should the samples be received and evaluated, a follow up report will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.